Event description:
It was reported the arm of the programmer has been broken and also printer malfunction. The programmer was returned for repair. The programmer was returned to the manufacturer, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). During download the programmer rebooted to a system error. The system fan is out of mechanical specification. Printed circuit board is out of electrical specification. Printer drawer and the arm of the programmer are broken. Upper display assembly is damaged. Power cord door and keyboard case hinges are broken.